Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: sc-2218-50, upn: sc-2218-50, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) clinical patient, fast study a4099, experienced inadequate pain coverage. An x-ray confirmed lead migration of both leads. Reprogramming was performed but was unsuccessful. The patient underwent a revision procedure to replace the linear leads with a paddle lead.

Event description:
It was reported that the spinal cord stimulation (scs) clinical patient, experienced inadequate pain coverage. An x-ray confirmed lead migration of both leads. Reprogramming was performed but was unsuccessful. The patient underwent a revision procedure to replace the linear leads with a paddle lead.

Manufacturer narrative:
Correction to initial MDR in block e4. Additional suspect medical device component involved in the event: product family: sc-2218-50. Upn: sc-2218-50. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).